Event description:
It was reported from the sample technician at baxter's manufacturing site that one (1) ce intermate sv200 device was observed with a missing film wrap during the sample evaluation. This was observed during testing of the sample; there is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: during the evaluation of this sample, the reported condition of "missing film wrap" was observed and confirmed. The root cause of the failure mode was due to the device missing the film wrap that is applied to the reservoir during the manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Should any additional information be obtained, a follow-up report will be submitted. This is a single use device and will not be repaired.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.